Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp and lld contact spring in the reported problem area of the pipette assembly were stuck. The tip and plunger clamps were replaced. The instrument was tested without further problem and returned to service.